Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Customer decided that he will send the specimen out for testing for ha1c value. The most probable cause of the reported event was undetermined.

Event description:
On (B)(6) 2016 the customer reported getting discrepant patient results with their hlc-723g8 analyzer. Customer had questions regarding one particular cgram which flagged linearity high and check sa1c high. All other cgrams are normal. Ts (technical support) told him that this sample should be sent out since he used another cbc tube and got the same sa1c result of 50.9. This complaint was deemed to be reportable event due to a potentially discrepant patient results.